Event description:
Patient reportedly received 65 inappropriate shocks on (B)(6) 2015 due to an allegedly failing defibrillation lead. An x-ray of the defibrillation system was performed, which did not reveal any obvious lead issue. Provocative maneuvers were performed, without reproducing the ventricular noise. The ICD was reprogrammed with therapies off and a re-intervention will reportedly be performed (likely in (B)(6) 2015), so as to most probably replace the rv lead. The ICD is also likely to be replaced because battery voltage was near eri due to the 65 inappropriate shocks. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided (re-intervention for rv lead check and replacement if needed; and possible ICD replacement depending on battery voltage).

Manufacturer narrative:
Following our recommendation the system was explanted. The subject ICD will be returned for analysis.

Event description:
Patient reportedly received 65 inappropriate shocks on (B)(6) 2015 due to an allegedly failing defibrillation lead. An x-ray of the defibrillation system was performed, which did not reveal any obvious lead issue. Provocative maneuvers were performed, without reproducing the ventricular noise. The ICD was reprogrammed with therapies off and a re-intervention will reportedly be performed (likely in (B)(6) 2015) so as to most probably replace the rv lead. The ICD is also likely to be replaced because battery voltage was near eri due to the 65 inappropriate shocks. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided (re-intervention for rv lead check and replacement if needed; and possible ICD replacement depending on battery voltage).

Event description:
Patient reportedly received 65 inappropriate shocks on (B)(6) 2015 due to an allegedly failing defibrillation lead. An x-ray of the defibrillation system was performed, which did not reveal any obvious lead issue. Provocative maneuvers were performed, without reproducing the ventricular noise. The ICD was reprogrammed with therapies off and a re-intervention will reportedly be performed (likely in (B)(6) 2015) so as to most probably replace the rv lead. The ICD is also likely to be replaced because battery voltage was near eri due to the 65 inappropriate shocks. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided (re-intervention for rv lead check and replacement if needed; and possible ICD replacement depending on battery voltage).

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Patient reportedly received 65 inappropriate shocks on (B)(6) 2015 due to an allegedly failing defibrillation lead. An x-ray of the defibrillation system was performed, which did not reveal any obvious lead issue. Provocative maneuvers were performed, without reproducing the ventricular noise. The ICD was reprogrammed with therapies off and a re-intervention will reportedly be performed (likely in (B)(6) 2015) so as to most probably replace the rv lead. The ICD is also likely to be replaced because battery voltage was near eri due to the 65 inappropriate shocks. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided (re-intervention for rv lead check and replacement if needed; and possible ICD replacement depending on battery voltage).